Manufacturer narrative:
(B)(4) .

Event description:
Procedure type: gastrectomy. According to the reporter: customer states that the device performed normally until reaching half the charge when the blade ripped the tissue apart while dragging it instead of cutting. The staples came out deformed from half the charge till the end. There was some tissue loss, the surgeon, while carrying out a gastric tube had to restart the lateral suture line twice. There was no additional bleeding, no or extended for more than 30 minutes, no objects fell into patient cavity due to this issue.